Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011840813); product type: 0195-heart valves; product analysis: the devices were discarded, therefore no product analysis could be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's calcified valve was pre dilated with a 23 millimeter (mm) balloon. The fluoroscopic valve check was passed. Upon first deployment of the valve, the valve appeared under expanded. Changed to x-ray view and an infold was confirmed. The valve was recaptured and removed from the body. A new system was used. Another pre dilation was performed with a 24 mm balloon. The new valve was deployed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Image review: one static image and one media file were provided for review of the event description above. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review so even though the load was reported to be good, no images are available to confirm that. It was reported that a pre balloon aortic valvuloplasty was performed prior to implantation attempt. The valve was deployed to 80% and an infold was noticeable on the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. The infolded valve was deployed in the sterile field to confirm the infold, which was also visible on the provided images. It was reported that a new valve was used for the implant. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.